Event description:
When putting on the sling clips, one of the top straps stuck into the clip hole. The staff did not notice the straps and the clip came off and the resident fell to the floor, suffering a fractured left hip.